Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system spo2 desat alarm function, the alarm function was normal. After the fse checked the device visual, ECG, and network function, the device was placed back into service. Reporting institution phone # (B)(6) reporter phone # (B)(6).

Event description:
Philips received a complaint on the intellivue x3 monitor indicating there was no desat alarm when spo2 value was lower than desaturation alarm limit. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.